Event description:
It was reported that during a da vinci-assisted bariatric surgical procedure, the surgeon discovered fragments were broken off from the gasket of the harmonic ace instrument. The device fragment fell inside the patient while grasping, which the surgeon believes was caused by intraoperative cleaning or collision. The fragment was successfully retrieved by the first assistant under direct visualization using laparoscopic instruments, and its retrieval was confirmed by the scrub nurse who matched the fragment to the instrument's break point. No additional surgical procedure was required to remove the fragment, and no post-operative tests such as an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. A backup instrument, the harmonic scalpel, was used to complete the procedure. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument recognition issue occurred on the same harmonic ace instrument that had the broken fragment. The instrument is available for return to isi for evaluation; however, the fragment has been discarded and will not be returned.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image showed no obvious damage on the harmonic ace. Both the curved blade and teflon pad appear to be intact.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have teflon pad damage. A piece of the teflon pad is damaged at the distal end of the pad. There is a possibility of missing material.